Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board printed circuit board was replaced and the calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system was producing a 'collimator calibration required' error message. No pt injury was reported.